Manufacturer narrative:
The investigation concludes that higher than expected vitros creatinine (crea) results were obtained from a patient sample pool tested on a vitros xt 7600 integrated system after storage at -20c for 15 days, 1 month, 2 months and 3 months. The most likely assignable cause of the event is likely changes from long term storage of the samples. Per the vitros crea instructions for use (IFU), samples can be stored frozen at </=18c indefinitely. The samples from the study were stored at -20c. The samples were stored within the IFU specifications. However, it is possible the samples were not sealed properly, and evaporation occurred, which would falsely elevate the vitros crea results. However, this could not be confirmed. In addition, no within-run precision testing results to assess the performance of the vitros xt7600 integrated system was performed, therefore, a performance issue with the vitros xt7600 integrated system could not be ruled out as contributing to the event. Finally, no historical quality control results were provided for the vitros crea assay. Therefore, it is unknown if the or the vitros crea assay was performing as intended.

Event description:
An ortho clinical diagnostics (ortho) employee became aware of an article published in gaims journal of medical sciences that documented how prolonged storage of samples can result in changes to routine biochemical parameters. Higher than expected vitros creatinine (crea) results were obtained from a patient sample pool tested on a vitros xt 7600 integrated system after storage at -20c for 15 days, 1 month, 2 months and 3 months. Patient pool vitros crea results of 1.51 (15 days), 1.80 (1 month), 1.80 (2 months) and 2.0 (3 months) mg/dl vs. The expected time 0 vitros crea result of 0.70 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected patient sample results were not reported outside of the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).